Manufacturer narrative:
The blood tubing set involved in this incident was retained by the customer, and was not available for investigation. The lot numbers of recent cartridge blood tubing sets shipped to this facility were: 1000005288; 1000006264; 1000007918; 1000006661; 1000009512; 10000010001; 1000004397; 1000005287 and 1000009501. One hundred and thirty five retained samples from the 9 lot numbers listed above were tested by means of functional, leak and stress tests and visual inspection. The tests identified no problems with any of the samples and confirmed that they met the product specs. Review of the complaint database revealed there were no other similar complaints.

Event description:
Three hours and 40 minutes into treatment the cartridge blood tubing reportedly fractured at the connecting hub of the venous return line, resulting in a blood loss of approx 300 ml. Treatment was ended; there was no blood transfusion or medical intervention and the pt was discharged home in stable condition. The cartridge blood set is being retained by the facility's risk mgmt and will not be returned to gambro. The phoenix machine was not inspected. Facility risk mgmt deemed the phoenix machine functioned as intended.